Event description:
We received an allegation of questionable results for 2 patients' samples tested with calcium gen.2 (ca2) assay on a cobas pro c 503 analytical unit. The following results were reported: sample 1: initial result: 3.53 mg/dl <rept. Repeat: 8.67 mg/dl. Sample 2: initial: 5.95 mg/dl <rept. Repeat: 9.31 mg/dl. Sample 1 results were not reported outside the laboratory. Sample 2 repeat result deemed to be correct and was reported outside the laboratory. Qc passed prior to the event.

Manufacturer narrative:
The field service engineer (fse) found overflowing naoh cell rinse causing sporadic dilution of patient samples while in reaction cuvettes. The fse adjusted rinse volumes so overflowing doesn't happen again. He also adjusted external probe rinses and replaced all probes. Precision studies were performed and they were within specifications. Qc was performed and was successful. The service actions done resolved the issue.

Manufacturer narrative:
Investigation type codes (b codes), investigation findings code (c code), investigation conclusion code (d code), component code (g code) were updated.